Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side (exact date not reported). Currently, the patient is being monitored due to unknown reasons.

Manufacturer narrative:
The available information confirm that patient was revised due to a loose acetabular cup. It was discovered with the supplemental information that the product previously reported as durom us acetabular component was not correct. The actual product is a continuum shell multi-hole and this case will be further reported under the case (B)(4) (MFR 0001822565-2016-01378) from zimmer inc., (B)(4). The winterthur products mentioned (liner and head) are considered "associated products" as they did not contribute to the reported event. Zimmer (B)(4) will invalidate this case from the system as zimmer (B)(4) is not the manufacturer of the product. Please invalidate this case from your system. (B)(4).